Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(6). The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an eddy irrigation tip broke. The broken piece was retrieved and no injury resulted.

Manufacturer narrative:
The tip is missing totally, 3mm measured from 18mm point with measuring gauge mitutoyo model # cd 15cpx valid to 5/2018. No smooth breakage, melted. Breakage due to thermal influence. We consider this misuse. A DHR review was conducted with no discrepancies noted.